Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Information received: account believes this is user error and threw device out. No product is returning. Additional information was requested and the following was obtained: ¿was the device locked-out (no staples deployed and no cut line started)? Yes, no staples deployed. Did the device partially fire (start to deploy staples and cut but could not be completed)? No. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The surgeon was able to slide the bowel out of the jaws of the device. Did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure the stapler was stuck on tissue, would not fire or articulate. The doctor was able to remove the device from tissue. It was not reported how the procedure was completed. There were no patient consequences reported.